Event description:
The device was used during an ovarian procedure. It was reported by the affiliate that the device did not coagulate. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: electrical continuity, good; paddles function properly, yes and shaft rotate properly, yes. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functinal test, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condtion. The instrument was connected to an everest model 8751 generator at a power setting of 30. The instrument performed according to design specs when energized in steak tissue. It was concluded that the instrument was conforming to design specs. The experience the customer reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.